Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care user that the cassette was in use with a pump for infusion of veletri for pulmonary hypertension. Several pump alarms occurred during infusion, including "high pressure" and "air in line" alarms that stopped the infusion. According to reporter, the home care user was hospitalized to complete the infusion because the infusion could not be completed. No permanent adverse effects reported.

Manufacturer narrative:
The reported 50ml reservoir cassette was returned for investigation. The returned product was received without its original packaging and showed signs of use. A device history review of the reported lot found no non-conformities during manufacturing. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no occlusions or kinked tubing were detected and the bag was found to be properly placed in the cassette. Functional testing was performed by attaching the product to a cadd-legacy® plus pump. During testing, the height of the arch of the pump tube was within specification and no alarms occurred and no air bubbles were observed. Investigation found the returned device to operate as intended. (B)(4).